Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 28 retention samples from bd inventory were evaluated by stopper pullout testing and the issue relating to loose caps was not observed. Bd was also not able to confirm the customer¿s indicated failure mode of tube not in kit without photos or samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of loose caps through CAPA#1875009.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure and missing component of product. The following information was provided by the initial reporter. The customer stated: the "cap was loose and vacutainer was not in packaged kit."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure and missing component of product. The following information was provided by the initial reporter. The customer stated: the "cap was loose and vacutainer was not in packaged kit."